Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) reported episodes of syncope and dizziness. Technical services (ts) reviewed the available latitude episodes and observed right ventricular (rv) noise which initiated inappropriate anti-tachycardia pacing (atp) episodes. The atp accelerated the rhythm into ventricular tachycardia (vt), which led to one inappropriate shock. The shock successfully converted the rhythm. There was pacing inhibition noted. The field representative saw the patient the following day in the emergency room (ER), programmed the device off and performed isometrics testing. External pads were placed onto the patient to provide tachy therapy if needed while the device was programmed off. Both right atrial (ra) and rv noise was observed during isometrics. All impedance measurements remained within normal range. A procedure was performed in which the ra and rv leads were surgically abandoned and the device was explanted. A new device system was successfully implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) reported episodes of syncope and dizziness. Technical services (ts) reviewed the available latitude episodes and observed right ventricular (rv) noise which initiated inappropriate anti-tachycardia pacing (atp) episodes. The atp accelerated the rhythm into ventricular tachycardia (vt), which led to one inappropriate shock. The shock successfully converted the rhythm. There was pacing inhibition noted. The field representative saw the patient the following day in the emergency room (ER), programmed the device off and performed isometrics testing. External pads were placed onto the patient to provide tachy therapy if needed while the device was programmed off. Both right atrial (ra) and rv noise was observed during isometrics. All impedance measurements remained within normal range. A procedure was performed in which the ra and rv leads were surgically abandoned and the device was explanted. A new device system was successfully implanted and remains in service. No additional adverse patient effects were reported.